Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to insulin pens for alternate insulin therapy.